Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI number and lot number. Missing manufacture date. No part returned.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the threads of the open spine clamp were worn out. There was no patient present when this issue was observed.